Event description:
Boston scientific received information that during a routine follow-up, an x-ray showed that this right atrial lead was fractured near the patient's clavicle. Pacing impedance was found to be high and out of range. An episode of noise led to a mode switch due to the lead fracture. The patient had intrinsic rhythm in both the atrium and ventricle, and did not notice any symptoms. The device was reprogrammed so that atrial therapy was deactivated. Later, this lead was surgically abandoned, and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.